Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were dispatched from emergency medical services on unknown date for low blood glucose level. Customer's low blood glucose level was unknown at the time of event. Customer reported they had three events of low blood glucose level. No further details were provided. It was unknown whether the customer was using auto mode feature at the time of low blood glucose event. The insulin pump will not be returned for analysis. Customer reported that two years ago she had three low blood glucose events and required the assistance of emergency medical services for two of the events. For those events, she was treated at home. For the third event, the customer was transported to the emergency room and treated with food. Per the customer, there was no damage to the clear retainer ring, and the reservoir was able to lock into place. Customer alleged over delivery. The customer was using the insulin pump, sensor, and auto mode feature at the time of the event.